Event description:
Boston scientific received information that during the follow-up visit ten days post implant, this pacemaker recorded two low out of range impedance measurements, as well as 13 stored ventricular tachycardia (vt) episodes due to oversensing of noise. Evaluation of the lead showed no issues. The device and atrial lead remained implanted for approximately seven years. Additional information was received that the device was explanted when the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported. The device was returned for standard analysis testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.